Event description:
It was reported that the customer received an unexpected restart alarm, as well as external ram error. Customer's most recent blood glucose level was 350 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.